Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked. The cause for the reported cracked touchscreen was unknown. Reportedly, the pump was still functional. Customer's blood glucose level was not impacted. Reportedly, customer has manual injections and lantus as alternate insulin therapy.